Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. The patient is making a claim for an adverse patient outcome against the composix e/x. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with small bowel obstruction secondary to incarcerated umbilical hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, "the hernia sac was dissected free back to fascia. The sac was very thick walled of the fat in the preperitoneal space. The bowel was then reduced. A composix e/x mesh (device #1) was placed in the intraperitoneal space with ptfe side toward bowel and sutured. Then the defect was closed over this mesh." (B)(6) 2016 - patient visited hospital for abdominal wall cellulitis thereby provided with medication. (B)(6) 2017 - patient was diagnosed with enterocutaneous fistula and ventral hernia thereby underwent robotic assisted laparoscopic repair with explant of composix e/x mesh (device #1), implant of phasix mesh (device #2) and drainage of intraabdominal abscess. Per operative notes, "the area of fistula in the mid abdomen with large amount of adhesions were noted. The mesh was adhesed to the bowel with large opening consistent with area of fistula, underneath of the mesh large pocket of abscess and pus noted which was debrided. This area of small bowel was resected. A piece of phasix mesh (device #2) was used to repair the hernia and sutured in place." (B)(6) 2017 - patient underwent needle enterostomy to drain the fluid collection. (B)(6) 2017 - patient was diagnosed with intra-abdominal infection, cellulitis of right lower extremity and enterocutaneous fistula thereby underwent wound care. (B)(6) 2017 - patient was admitted for sepsis, found to have mrsa bacteremia, new right lower quadrant enterocutaneous fistula developed at old enterocutaneous fistula site and left upper quadrant hematoma developed into a subcutaneous abscess with pus thereby underwent treatment. (B)(6) 2017 - patient was diagnosed with left abdominal wall abscess thereby underwent debridement. (B)(6) 2017 - patient had multiple follow-up visits for enterocutaneous fistula. (B)(6) 2017 - patient visited hospital for preoperative assessment. (B)(6) 2017 - patient underwent laparotomy/closure of fistula. (Note, per product identifiers provided two non-bd meshes were implanted whereas no op notes provided). Attorney alleged that the patient had abscess, fistulae, infection, mesh migration, pain, abdominal wall cellulitis and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 7 months post implant of composix mesh e/x, patient was diagnosed with cellulitis, fistula, hernia recurrence, abscess, adhesions and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists fistula, hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. This supplemental emdr represents the composix mesh e/x (device #1). An additional emdr was submitted to represent the phasix mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.